Manufacturer narrative:
All information reasonably known by the importer is included in this report.

Event description:
It was reported a revision, roughly two weeks post op, dislocated and replaced with a larger neck.